Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided indicating that the patient reported receiving a replacement communicator due to prior issues, though it was unclear how it was obtained, given no repair request; the patient stated the communicator was tested in the hospital, and company personnel sent a new communicator and handset. The patient requested setup assistance, received education from the agent, and successfully completed setup¿connecting to the ins and increasing amplitude for the left hand¿after which no further assistance was needed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided indicating that the patient called for support and was able to successfully synchronize the replacement communicator and handset with the ins, confirming the system was working as expected.

Event description:
Additional information was provided indicating that the patient reported it took three months to get scheduled for an MRI and that they were told the extension implanted in 2010 is not FDA-certified for MRI compatibility.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the dbs therapy has always not been as good for their left hand as it is for their right hand. The caller reports that the left hand is about 80% as good as the right hand, and this was due to lead placement/programming because it is between the vocal cords and eyes. They were trying to increase stimulation on the left side but, the communicator needed to be charged, so they would do that and call back if they needed further assistance.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID 3387s-40 (lot: v479548); product type: 0200-lead; implant date (B)(6) 2010; explant date brand name activa; product ID 3387s-40 (lot: v479548); product type: 0200-lead; implant date (B)(6) 2010; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.